Event description:
Related manufacturer report number:2017865-2023-52090. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. It was also reported that a partial fracture, noise and oversensing was observed on the right ventricular (rv) lead. The pacemaker and the rv lead was explanted and replaced. There were no patient consequences.